Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device to charge it's internal battery was observed. The device's internal battery needs to be replaced to address the issue.

Manufacturer narrative:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device to charge it's internal battery was observed. The device's internal battery needs to be replaced to address the issue. The device internal battery was returned to the manufacturer's quality product investigation laboratory for investigation. Internal battery was inspected and no problem was found and could not able to determine the root cause of internal battery failure identified at service. Investigation has verified that the internal battery when placed on the trilogy stb stayed in continuous communication with the stb and the charging process began immediately after the application of ac. It was also verified that the stb would in fact operate the stb on internal battery power without issue during the use of the suspected internal battery and determined that the trilogy internal battery operated as designed.